Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose level would go from 250 to 50 mg/dl in one hour. Customer's mother stated that the low blood glucose level was treated with food. Caller also reported a bent cannula. Blood glucose level at the time of the incident was 290 or 294 mg/dl. The insulin pump was not replaced or returned for analysis.